Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens). It was reported the patient only had one lead. The patient stated they had trouble getting the left lead in. It was noted the patient began the trial on (B)(6). There were no further complications that have been reported as a result of this event.